Event description:
It was observed that during the evaluation, the rhino-laryngo fiberscope exhibited that the connector light guide (lg) cover glass is detached. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions were found: the connector light guide (lg) cover glass is detached. Based on the results of the investigation, the root cause of the reportable malfunction could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.